Event description:
1 of 2 reports: other mfg report number: 3005920706-2023-00004. A facility reported "2 ob-gyn surgery cases in which unanticipated tissue growth was identified at follow-up in patients after implant of gentrix thin. In one case gentrix thin was utilized for surgical management of uterine fibroids and in the other case for surgical management of endometriosis." Physician mentioned preliminary pathology showed a foreign body reaction in one of the cases and she felt the other case was similar in nature.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The gentrix surgical matrix was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.